Manufacturer narrative:
Additional information: section b7, h6 and h10: the valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Additional information provided by the hospital medical records indicated that approximately three years post valve implant the patient had an echo performed which showed the sapien xt in the aortic position, no central ar, mild mr, and moderate pvl with two jets, one at 2 o'clock and the jet at 10 o'clock directed at the anterior leaflet of the mitral valve causing prolapse. Five months later, the patient was admitted for evaluation of symptomatic moderate pvl of the aortic bioprosthesis. The patient stated he had never felt improved since the tavr procedure. Sob, dyspnea and exercise intolerance symptoms persisted, and the patient stated he felt worse than prior to the tavr procedure. The patient was worked up and elected for re-do sternotomy, explant of tavr and CABG x1 with svg to pda. Twenty-six days later the patient underwent elective explant of the sapien xt valve, savr, and CABG x1. After a non-complicated hospital course, the patient was discharged home on pod#11. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening pvl is unknown but may be due to the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry department, approximately three years and seven months post implant of a 26mm sapien 3 valve in the aortic position, the patient's valve was explanted and replaced with a 25mm surgical valve.